Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump damage (physical or cosmetic), blank display, retainer ring damage, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for labeling/packaging, display - flashing/white/blank/frozen/partial, battery cap - damaged/lost or requesting spare, bumped/dropped/cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit was received with battery cap and found missing battery cap contact. Unit passed the active current test, sleep current test, and self-test. No failed battery alarm noted during testing. Pump was downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test was not found on or near event date in history file and traces. Low battery alert occurred on (B)(6) 2024 01:15 and replace battery alert occurred on (B)(6) 2024 10:46 in history files and traces. Customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, overlay scratched, cracked keypad overlay, keypad overlay peeling, missing display window cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial number label missing, cracked retainer, battery cap contact missing. P-cap was attached and locked into place properly, however, it was damaged due to cracked retainer. Fail battery test is not confirmed. Blank display is not confirmed. Cosmetic damage on the retainer ring is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.